Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, smart device and receiver that occurred on (B)(6) 2016. Patient indicated that he does not have the receiver close by. Turned the bluetooth on the smart device off and on. The smart device was then rebooted, however the issue persist. No injury or medical intervention was reported.